Event description:
Sixteen t-fix suture bar implants broke during insertion. Two implants were not removed. Surgery time was extended approx 2 hours. The procedure was completed with an alternate product.